Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the arm 1 carriage was loose. There was no reported patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator 1 (usm1) to correct the reported problem. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system and passed normal mode. In normal mode while back driving the unit and during the visual inspection, the carriage was found to be loose on the insertion due to nonconforming usm insertion linear rails. The unit went through testing on a testing platform and passed all tests. The complaint regarding a loose carriage was confirmed based on failure analysis.